Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6, h8 and h10 conclusion summary: on april 25, 2019, it was reported that the device cable was exposure; exposed wires are bare and frayed. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verification, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was january 31, 2013 where it was reported that the device needed calibration and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, calibration shaft, all 4 width plates, and screwdriver were replaced. This is not a related issue. Product review of the electric dermatome on april 26, 2019 revealed that the power cord was in bad shape. The motor ran erratically and the head was damaged. The calibration was out of specifications at all settings and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on april 26, 2019 which included replacement of the power cord assembly, insulator, seal/strain relief, o-rings, switch, motor, reciprocating arm, needle bearing, bearings, spring seal, screws, machined head, vespel bearings, and semicircle shaft bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review wit was noted that the power cord was in bad shape. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the power cord was in bad shape. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device cable was exposure, exposed wires are bare and frayed. There was no harm and no delay reported, event occurred during cleaning / inspection. No adverse events were reported as a result of this malfunction.